Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts, inverted button contacts, and a faded and discolored display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the keypad cover was torn off over the up, down, and ok buttons. When the pump was powered on, the display screen was found to be faded and discolored. The keypad buttons were tested and the up, down, and ok buttons were found to be intermittently responding to presses. The buttons were examined and contamination was found under all of the button contacts and the up, down, and ok button contacts were inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.